Event description:
It was reported that the patient was experiencing pain around the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was kept by the medical facility and was not returned.